Manufacturer narrative:
The investigation is ongoing.

Event description:
During deployment of a 23mm s3 valve, the commander delivery system leaked fluid and the valve was inflated with about 50-60% of the inflation volume. The valve was post dilated with an edwards 23mm bav balloon and the valve was stable. At the time of the report the patient was stable.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual, dimensional and functional analyses were performed. Upon visual inspection, a kink in the balloon shaft where the flex shaft exits the handle was observed, but was considered likely due to shipping. No other abnormalities were observed. During balloon inflation, fluid was observed to leak from underneath the balloon shaft strain relief. Upon removal of the strain relief, a break on balloon shaft distal to y-connector was observed. During dimensional inspection, the balloon shaft outer diameter (od) distal to the break was measured and found to meet specification. The complaint for leakage was confirmed, however the cause has not been determined. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage. However, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. A CAPA was initiated to investigate leakage on the commander delivery system and document any necessary corrective and preventative actions. The root cause of the leakage had not been determined, but investigations are ongoing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.